Event description:
I was reported that this right ventricular (rv) lead exhibited loss of capture. A surgical intervention was performed to replaced it into a better spot. No additional patient adverse effects were reported.

Event description:
I was reported that this right ventricular (rv) lead exhibited loss of capture due to a possible lead dislodgement. A surgical intervention was performed to replaced it into a better spot. No additional patient adverse effects were reported. This lead remains in service.